Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving fentanyl 1500mcg/day 6000mcg/m via implantable pump. It was reported that the catheter was not aspirating. The catheter was implanted back in 2002, so it was not aspirating due to its age. The old catheter was replaced. The issue was resolved. The physician has no further information for medtronic. The patient was alive with no injury. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the inability to aspirate was unknown

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.